Event description:
Subsequent to the initial medwatch report, additional information was received and the event was clarified: it was reported that arteriotomy closure of the right and left common femoral arteries (cfa) were attempted using perclose proglide devices after an abdominal aortic aneurysm procedure. Reportedly, a 16f sheath was used in the left cfa. Deployment of the proglide needles may have been performed too quickly and when the plunger was removed there was no suture present. A second proglide was deployed at a slower pace and appeared to be done correctly. After the knot was advanced, the physician stated that it did not feel like the knot was close enough to the vessel wall despite an attempt to lock the suture to tighten the knot. Hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. An 8f sheath was used in right cfa and a proglide device was attempted to be deployed. However, after deployment of the sutures and during device removal off of the guide wire, the device seemed to have been caught on the deployed suture and the physician had to pull quite hard to remove the device. Once removed, there was no damage noted to the device and the foot was completely closed, but the knot was noted to be above the skin level. The sutures were loaded onto the suture trimmer and although the knot seemed to track down to the vessel without difficulty, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reportedly, the device was difficult to remove and the physician had to pull quite hard to remove the device from the anatomy. As per the instructions for use, the user is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force used to remove device; sheath used was larger than the indicated 8f. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. The other two proglide devices, are each being filed under separate MFR numbers.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Either a 16f or 20f sheath was used. Reportedly, deployment of the needles may have been performed too quickly and when the plunger was removed there was no suture present. A second proglide was deployed at a slower pace and appeared to be done correctly. After the knot was advanced, the physician stated that it did not feel like the knot was close enough to the vessel wall despite an attempt to lock the suture to tighten the knot. Hemostasis was not achieved. A third proglide was used. After deployment of the sutures and the device was being removed off of the guide wire, the deployed suture seemed to have been caught on an unknown object and the physician had to pull quite hard to remove the device. Once removed, the device appeared to be "ok", a knot was noted to be above the skin level. The sutures were loaded onto the suture trimmer and although the knot seemed to track down to the vessel without difficulty, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.